Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-procedure device check, noise was detected on the right ventricular lead. The lead was intermittently oversensing the noise and withholding pacing. The lead was capped and replaced on (B)(6) 2018. The patient is recovering.